Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was subjected to twiddler's syndrome. As a result, the right atrial (ra) lead wound up in the device pocket, resulting in the observed pacing not delivered when required. The ra lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.